Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient's mother claimed that during sensor deployment and upon removal of applicator from sensor pod, sensor wire fell out from plunger barrel. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).